Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00384, 3005168196-2017-00385. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure on (B)(6) 2017 using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and the ruby coil became stuck and unable to advance. Although the physician experienced resistance while retracting it, the ruby coil was successfully removed. The procedure was then halted for reasons not related to any penumbra product. There was no report of an adverse effect to the patient. The physician then reattempted the coil embolization procedure on (B)(6) 2017 using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and the ruby coil was unable to advance out of the microcatheter; therefore, it was removed. This same issue occurred again with a new ruby coil, and then the procedure was completed using another new ruby coil and the same non-penumbra microcatheter. There was no report of an adverse effect to the patient. The physician then reattempted the coil embolization procedure on (B)(6) 2017 using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and the ruby coil was unable to advance out of the microcatheter; therefore, it was removed. This same issue occurred again with a new ruby coil, and then the procedure was completed using another new ruby coil and the same non-penumbra microcatheter. It was reported that the physician did not use an rhv and did not maintain continuous flush. There was no report of an adverse effect to the patient.